Event description:
It was reported that the insulin pump alarmed unexpected restart when patient woke up. Patient's blood glucose was 202 mg/dl. Patient's blood glucose was 49 mg/dl last night due to dancing. Troubleshooting was done. It was found in the alarm history the insulin pump alarmed external ram crc error, unexpected restart and no delivery. The customer was advised the insulin pump experienced an unexpected restart. Customer will monitor the insulin pump. Customer called back and reported issue reoccur. Customer's blood glucose was 300 plus mg/dl. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. During troubleshooting, insulin pump had blank display. Customer stated that patient sweat on the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, and cracked battery tube threads.